Event description:
The customer reported that the iabp was alarming in 7w. Assessment of balloon indicated rupture. The iabp was emergently discontinued. Increase in inotropic agents required. Re-initiation of nitric oxide also required. Maquet cs300 and linear 7.5fr 9ab sequestered and placed in front of 7w56 for inspection. There was a blood back incident reported while in use on a patient. Customer took this unit to his bio med shop and he noticed that blood was present in the safety disk as well as other components. Customer said that he will be performing this repair for this incident.

Manufacturer narrative:
The company representative found blood in unit and replaced safety disk, crm, blood detect tubing and purge valve assembly. Company representative inspected tubing and transducers for further contamination. Customer had these parts in stock which were used in the pump. The production device history record for the iabp involved in the event was reviewed. There are no non-conformances related to the reported event. (B)(4).